Event description:
Event description guidant received information that following an implant procedure for this cardiac resynchronization therapy defibrillator (crt-d), there was difficulty in converting induced tachycardia rhythms. It is reported that the physician implanted a non-guidant sq lead array and could not induce ventricular fibrillation after multiple attempts. All sensing and other lead measurements were reported as good.

Event description:
Event description guidant received information that following an implant procedure for this cardiac resynchronization therapy defibrillator (crt-d), there was difficulty in converting induced tachycardia rhythms. It is reported that the physician implanted a non-guidant sq lead array and could not induce ventricular fibrillation after multiple attempts. All sensing and other lead measurements were reported as good.

Manufacturer narrative:
A guidant technical services (ts) consultant explained that it was possible that the sq lead array caused a lessening of energy in a concentrated area thereby induction was made more difficult. Guidant received subsequent information that a second induction attempt was made the following day and was also unsuccessful (x2 with 41js). External defibrillation at 300j was successful. No adverse patient effects were reported. It was also reported that another electrophysiologist recommended that the right ventricular defibrillation lead be repositioned deeper into the apex. The physician and patient are currently evaluating possible options. No additional information was provided. If additional information becomes available or if the product is returned, this event will be reopened. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.